Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data: d4 - expiration date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d4 - lot number, h4.

Manufacturer narrative:
Only event year is known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the symphyseolysis with the plate. The surgery was completed successfully without any surgical delay. On (B)(6) 2020 the surgeon confirmed that the plate had been broken, the patient underwent the revision surgery with the pelvic system. The detail of the revision surgery is unknown. The surgeon commented that he did not bend the plate and the plate strength did not become weak. Concomitant devices reported: cortscr ø3.5 self-tap l55 ti (part number 404.855s, lot l347716, quantity 1). This report involves one (1) pelvreco-pl3.5 curv 6ho l70 ti. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3,h6: investigation summary investigation site: cq zuchwil selected flow: damaged visual inspection: the plate is broken at the middle of the second hole (counted from right to left in the picture attached). Furthermore, on several areas of the plate are deep scratches and impression marks which were caused most probably from the bending tool. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: pass drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material ti-cp was used according iso 5832-2. The broken surface is homogeneous what indicates material conformity as well. Summary: the complaint condition is confirmed as the plate was found broken. This lot was manufactured in august 2017 and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot sterile part / sold part: part: 445.300s lot: l550661 manufacturing site: selzach supplier: früh verpackungstechnik ag release to warehouse date: aug. 31, 2017 expiry date: aug. 01, 2027 since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: part: 445.300 lot: l528921 manufacturing site: raron release to warehouse date: aug. 14, 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.